Event description:
It was reported that during a sleeve gastrectomy procedure, the first firing with a black reload went as expected. However, on the second firing with a black reload, the device did not seem to lock on tissue and it would not fire. The device was reversed off of tissue in the normal manner and a green reload was used to complete the second firing. They continued to use the device for the remainder of the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. If echelon, during which stroke did the event occur? First. What color cartridge was being used? Black. What other color cartridges were used before and after this event? One black, 4 green, 1 gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-existing conditions? Obesity. How long has the surgeon been using this device for this procedure (in years)? Not new. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No. Was the staple line incomplete or did it exceed the cut line? No. The device was received for analysis with two reloads present. The reload (b) was found fully fired and in good visual condition; several b form staples were on deck. The reload (c) was partially fired and with the one piece sled damaged; the cartridge body was noted damaged. The device was tested for functionality in the articulation position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.